Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient's representative regarding implantable neurostimulator. The reason of the call was that the patient had a fall 10 days ago. Caller mentioned that ever since since the fall, it got worse and now having a back pain. Agent reviewed information and redirected to their managing hcp for further assistance. The patient notified rep that she fell a ¿few weeks ago¿. Since then was getting oor message and not getting desired pain relief. Rep reported that contacts 3,7,11,12,13 do not use. Able to reprogram around effected contacts. Gave 3 new programs to try, using contacts that are available. Patient also was given orders to get an x-ray taken. Pt will follow up in 4 weeks.